Event description:
Md opened a reprocessed daig 5f crd-2 catheter; after placing the distal tip in the sheath, md went to connect it to the connector and it looked funny. Looking back at the sterile table, the hub was still on the drape. It appears the adhesive in the outer hub came apart from the inner shaft hub.